Event description:
It was reported that the anchor potentially broke during procedure and pieces were potentially unable to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Through the investigation it was confirmed that there was no anchor breakage, only the suture cut, therefore making this event not reportable. Please note that the initial report's type of reportable event was that the anchor potentially broke during procedure and pieces were potentially unable to be retrieved. Alleged failure: customer reported that: "one of the reelx anchor grommets was cut during the first strip, making the anchor unusable." The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Through the investigation it was confirmed that there was no anchor breakage, only the suture cut, therefore making this event not reportable. Please note that the initial report's type of reportable event was that the anchor potentially broke during procedure and pieces were potentially unable to be retrieved.